Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The data shows the sensor session ended after natural 7-day period. The reported event of unexpected sensor warmup was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unexpected sensor warmup occurred. No product or data were provided for evaluation. The complaint confirmation could not be determined. The root cause could not be determined.